Event description:
Around 09:00 am, a nurse was in room << soins5 >> and an asystole occurred in room <<soins1 >>. The audible alarm could be heard at the bedside "soins1" and at the intellivue information center (iic). Although the user reported that the caregroup and automatic window popup was on, no window popup was seen on the monitor in room "soins5". There was no double bip (which means the apparition of the popup window) either on the monitor. But the nurse heard the alarm of the iic a time later. The patient had a cardiac arrest and died due to the late information.

Manufacturer narrative:
Testing supports that the involved device did not malfunction. It was reported to philips that the users were aware of the alarming. The users did not respond to the alarms. Philips is not able to determine if the higher priority monitoring interactions prevented caregroup alarms or if a user had disabled the caregroup alarms feature. The available information does not support that there was a malfunction.